Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was reached 460 mg/dl. Customer treated their blood glucose with a insulin pens. It was also found the customer had dry mouth and frequent urination due to their high blood glucose. Troubleshooting did not find any issues with the insulin pump. It was also found the customer had a bent cannula after removing their infusion set. Customer declined to perform a high pressure test during troubleshooting. The insulin pump will not be returned for analysis.